Event description:
It was reported that the ev1000a had a note for biomed which read "needs calibration. Values are showing in red and values are off." Biomed could not get any information regarding the exact issue or values to compare. It was unknown what troubleshooting steps were taken, if any, by the nurse who left the note. This was during use. There is no patient injury. Patient demographics were unavailable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The device has been requested to be returned for evaluation, but has not yet arrived. The device history record review has been completed and all inspections passed with no non-conformances. A supplemental report will be submitted with the product evaluation results when available. The UDI number was unavailable.

Manufacturer narrative:
No product was returned for evaluation. Therefore, a product non-conformance or device failure could not be confirmed. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified.